Event description:
M61 power wheel chair randomly picks up and runs end user into doors and closets resulting in holes in the doors. End user has also hit her right elbow on the wall and scraped her arm.